Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found the following additional damages to the instrument: there were scratches on the surface of the pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable of the fenestrated bipolar forceps instrument broke at the tip of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.